Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "patient after explorative laparotomy and tumor debulking. On the 4th day after placement of the catheter, a thrombus was found at the cvc. The thrombus was noticed during our routine sonographic diagnosis. There were no symptoms. Thrombosis prophylaxis was performed with dalteparin 5000 ie" it was reported there was no patient harm or injury. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "patient after explorative laparotomy and tumor debulking. On the 4th day after placement of the catheter, a thrombus was found at the cvc. The thrombus was noticed during our routine sonographic diagnosis. There were no symptoms. Thrombosis prophylaxis was performed with dalteparin 5000 ie." It was reported there was no patient harm or injury. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 4-l cvc catheter for evaluation. Signs of use in the form of biological material were present on the catheter body and in the extension lines. Visual examination did not reveal any defects or anomalies. The returned catheter was functionally tested per the instructions for use (IFU) provided with this kit. The IFU states "flush each lumen of catheter with sterile saline solution, to establish patency and prime lumen(s). Flush lumen(s) to completely clear blood from catheter." No blockages or leaks were detected. A device history record review was performed with no relevant findings. The customer report of a catheter thrombosis was not able to be confirmed by a complaint investigation on the returned catheter. The returned sample passed all relevant visual and functional testing, and a device history record review was performed with no relevant findings. Based on the sample returned, no problem was found on the device. Teleflex will continue to monitor and trend for complaints of this nature.